Event description:
It was reported that the device could not be interrogated. In june 2006, estimated remaining longevity was six months based on measured battery data of 2.68 v, 12 ua, 8 kohms. Prior to the june 2006 follow-up, the patient had a cardio- version. The surface ECG showed pacing at the programmed rate of 70 ppm with and without magnet application.